Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken piece, measuring approximately 2.61mm x 1.64mm in size, was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument plastic tip was chipped/broken. The procedure was completing as planned with no reported injury.